Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps tip was not grasping. A backup instrument of the same type was used and the procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at the time of this report.

Manufacturer narrative:
Intuitive has received the maryland bipolar forceps instrument with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "tip not grasping." Failure analysis found the primary failure of broken yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. A broken piece is missing as a result of breakage. Size of missing piece is approximately 0.103¿ x 0.1625¿. The instrument was placed and driven on a test system. Intuitive motion failed due to the broken yaw pulley allowing unintended movement of grips. The root cause of is typically attributed to the mishandling / misuse, such as excess force applied to the distal end of the instrument. A review of the device logs for the maryland bipolar forceps (part# 470172-14 / lot/serial# n10-1712270040) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# sk0132. There were 3 uses remaining after this last usage. No images or videos were submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.